Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000157633.

Event description:
It was reported that following a fall patients lead had all high impedances. Patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.